Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 72 mg/dl. Customer attempted to resolve the low bg level by 'pressing buttons' on the pump causing a bolus to be delivered resulting in further lowering the bg level. Reportedly, the customer consumed carbohydrates to address bg level. The ambulance was called, and paramedics monitored customer's blood pressure; no further assistance was provided. Customer's bg level was resolved at time of event. Recommendation was made to consult with a healthcare provider to discuss diabetes management.